Manufacturer narrative:
On june 16, 2021, mentor received additional information indicating that the rupture was confirmed via MRI, there are no accompanying symptoms and that the patient has been scheduled for implant explantation and replacement surgery with a non-mentor implant on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2021, mentor received additional information indicating that the patient had undergone bilateral replacement with the following devices: (left) 455cc mentor memorygel breast implant catalog: 3505455bc lot: 7744628 sn: (B)(6) and (right) 455cc mentor memorygel breast implant catalog: 3505455bc lot: 9568930 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 450cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.